Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A15527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, lymphadenopathy cervical, hpv positive oropharyngeal squamous cell carcinoma and dysplasia. CT scan of head in 2008. Concurrent conditions included migraine, headache, asthma, prophylaxis, upset stomach, photosensitivity reaction, paraesthesia ear, smoker, somnolence, uterine bleeding, chronic cervicitis, benign polyp of uterus, fallopian tube fibroid and genital pain. The patient also had a family history of migraine and somnolence. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2010 and levonorgestrel (mirena) for contraception as well as amitriptyline, caffeine;paracetamol (excedrin), fluticasone propionate;salmeterol xinafoate (proair bronquial), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, sumatriptan succinate (imitrex df) and topiramate (topamax). In october 2010, the patient had essure inserted. In february 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia/ heavy menses"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ painful menses") and fatigue ("fatigue"). In june 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, migraine, nausea, vaginal haemorrhage, menorrhagia, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Discrepancy: in previous version the insertion date was october 2010 but now in fu1 it is given as (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, nausea, menorrhagia, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, lymphadenopathy cervical, hpv positive oropharyngeal squamous cell carcinoma and dysplasia. CT scan of head in 2008. Concurrent conditions included migraine, headache, asthma, prophylaxis, upset stomach, photosensitivity, paraesthesia ear, smoker, somnolence, uterine bleeding, chronic cervicitis, benign polyp of uterus, fallopian tube fibroid and genital pain. The patient also had a family history of migraine and somnolence. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2010 and levonorgestrel (mirena) for contraception as well as amitriptyline, caffeine;paracetamol (excedrin), fluticasone propionate;salmeterol xinafoate (proair bronquial), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, sumatriptan succinate (imitrex df) and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia/ heavy menses"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ painful menses") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, migraine, nausea, vaginal haemorrhage, menorrhagia, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Discrepancy: in previous version the insertion date was (B)(6) 2010 but now in fu1 it is given as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, nausea, menorrhagia, vaginal bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received. Reporter information were added and updated. Lot number was added. Event : vaginal bleeding, menorrhagia/ heavy menses, migraines, headaches, dysmenorrhea/ painful menses, fatigue, weight gain and lower abdomen pain. Medical history, concomitant drug and lab data were added. Outcome of the events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine and nausea outcome was unknown. The reporter considered genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.